Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Customer's blood glucose was 224 mg/dl. Reportedly, customer had no form of backup therapy available and declined follow- up from tandem technical support.